Event description:
It was reported that a chest x-ray confirmed the atrial lead was pulled back into the superior vena cava (svc). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.